Manufacturer narrative:
The pod was received in the not deployed state. The original downloaded data exhibited no timeouts or drive stalls but a rotational sensor error was observed. Low pulse widths were observed. The first prime sequence was observed to have completed earlier than expected. The rotational sensor error indicated that the needle mechanism was unable to fire after the second priming sequence. This means there was no struggle to deliver insulin but an issue in the rotational sensor. The pod was then rerun to see if the original data would be replicated. The rerun data exhibited no timeouts, drive stalls or rotational sensor errors. This means the pod functioned as intended. Inspection of the pod found damages or deficiencies that would contribute to the rotational sensor error. It could not be determined what caused the rotational sensor to malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn longer than 4 hours on the abdomen. No information was provided on how the hyperglycemia was treated.